Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock 10 days post implant procedure. The patient had been put on a life vest shortly thereafter. An alert for an untreated episode has since been observed. Upon review, technical services (ts) noted multiple untreated episodes, one of which the smart pass feature had become disabled. At the onset of an episode this patients signal amplitude looked fine, then their rhythm slowed considerably and abruptly. Ts noted intermittent oversensing during the episodes. Ts discussed the amplitude signal was likely too small for smart pass. Ts noted to ask this patient what they were doing at the time of the events, and recommended smart pass being reenabled. The health care professional (hcp) would discuss options with the physician. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this patient received an additional inappropriate shock due oversensing, possibly due to atrial fibrillation (af) with rapid ventricular response (rvr). A battery depletion alert was observed. This patient is scheduled for a procedure in the future. This s-ICD remains in service at this time. No adverse patient effects were reported.